Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient was at a friend's house when his friend found the patient unconscious and in a coma for 4 hours. The friend called the paramedics at that time. The paramedics took a bg reading which was under 20 mg/dl and they did not check the cgm readings. The patient was treated with IV glucose twice. At the time of the report the patient was feeling annoyed and unwell because of this. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.